Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 511mg/dl. The customer states they treated with pump. The customer states they had site issues. The customer states the device did not alert that it was not delivering insulin. The customer states they removed the set and noticed blood squirt out of hole. The customer states they connected new set and everything was fine. The customer declined to troubleshoot at this time, and would be calling back.